Event description:
It was reported that the abnormal impedances were clarified to be high impedances.

Manufacturer narrative:
Continuation of d10: product ID b3400060m serial# (B)(6). Implanted: (B)(6) 2023 explanted: (B)(6) 2025. Product type extension product ID b3400060 serial# (B)(6). Implanted: (B)(6) 2023 explanted: (B)(6) 2025. Product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the (B)(4) extension (serial number (B)(6) revealed the outer insulation of the extension was twisted. Addit ionally, the conductor(s) was/were broken in the body of the extension as the result of factors beyond intended reliability. Analysis of the (B)(4) extension (serial number (B)(6) revealed the outer insulation of the extension was twisted. Additionally, the conductor(s) was/were broken in the body of the extension as the result of factors beyond intended reliability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060m (serial: (B)(6) ); product type: 0191-extension; implant date (B)(6) 2023; explant date 2025 brand name sensight; product ID b3400060 (serial: (B)(6) ); product type: 0191-extension; implant date (B)(6) 2023; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extensions twisted, causing the impedance to be abnormal. It appears that the issue occurred because the patient touched and twisted the implantable pulse generator (ipg) from outside the body, causing the extensions to twist and disconnect from it. The extensions were replaced and all issues resolved. No patient complications were reported as a result of this event.